Event description:
It was reported that physicist is seeing a change in mus and cone size when using the 10 by 10 electron cone after saving and reopening the plan. There was no report of mistreatment based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. This defect will be fixed in a later version.